Event description:
It was reported by service report that the weld broke where the side rail is welded to the frame. The side rail could not be locked in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The unit has been taken out of service. A new litter is in the process of being ordered and will be installed upon receipt.